Manufacturer narrative:
The sample was received for investigation: the sample was returned in an open secondary package with petri plate. The sample included labels, IFU (instructions for use), pouch, the delivery system (eds) without a cradle. Inside a petri plate there was the device. The device was in petri plate detached from eds. The eds wire was pressed and didn¿t protrude from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. No other complaints for the lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from eds which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire but placed into a petri plate). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the gfd was unable to be released from the delivery system even though pressing the release button while implanting. The surgery was completed after replacing the product with another one.